Event description:
As lens was being injected into patients eye, the injector tip began to swell or splay which cause the injector tip to back out of the eye as the iol advanced. Doctor decided to explant the lens and use a new lens.